Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: (B)(6), md. Consultation. Referred for consult for incisional hernia, onset about 2 months ago when lifting tractor, painful and swelling mostly after activity. Presents with complaint of bulge increasing in size, diffuse pain abdominal wall. Weight 211. Exam: abdomen; multiple scars from previous surgery, soft, non-tender, non-distended, bowel sounds present. History: diverticulitis, arthritis, hernia, colon resection, colostomy reversal, right nephrectomy 2007, no tobacco, social alcohol use. Impression: ventral incisional hernia. Plan: repair. Risks, benefits and complications explained, consent obtained. [Missing records: records for previous hernia were not provided]. On (B)(6) 2009: (B)(6), md. Office visit. Follow up hernia repair. Pain improving, no nausea/vomiting, normal bowel movements, tolerating diet. Exam: abdomen; soft, non-tender, non-distended, bowel sounds present, no guarding or rigidity, wound healing well. Plan: increase activities. On (B)(6) 2009: (B)(6), md. Office visit. 6 week follow up hernia repair. Pain improving, tolerating diet, has pain in right back and flank after kidney surgery. Exam: abdomen; wound healing well. Plan: refer to pain clinic. On (B)(6) 2010: (B)(6), md. Office visit. 6 month follow up flank pain. Post-operative ventral hernia repair, pain improving, tolerating diet, complains of left periumbilical defect. Exam: abdomen; soft, non-tender, non-distended, bowel sounds present, scar from previous laparotomy, has weakness, cannot tell what is inside and if mesh covering defect. Will get CT scan. [Missing records: records for the CT scan (B)(6) 2010 were not provided]. On (B)(6) 2010: (B)(6), md. Office visit. Follow up to CT abdomen/pelvis (B)(6) 2010. Impression: ventral/incisional hernia. On (B)(6) 2010: (B)(6), md. Office visit. Post-operative ventral hernia repair, has small recurrence at left umbilical area. History: diverticulitis, arthritis, hernia, ventral hernia, colon resection, colostomy reversal, right nephrectomy 2007, no tobacco, social alcohol. Exam: abdomen; hernia, ventral. Plan: laparoscopic ventral hernia repair. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6) medical centers. Physician notes. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 7110197. W.l. Gore & associates. (B)(6) 2010: (B)(6). Discharge instructions. Activity as tolerated, avoid strenuous activities, no lifting. Regular diet as tolerated. Follow up with dr. (B)(6) in 2 weeks. Stop taking ibuprofen. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. Previous patient codes (1395, 1695) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span august 24, 2009 through october 7, 2011 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ventral incisional hernia, diverticulitis, arthritis, renal cell cancer, chronic pain, obesity. On (B)(6) 2010: 200 lbs., bmi 30.41. Surgical procedures: 2007: colon resection, right nephrectomy, unknown date: colostomy reversal, (B)(6) 2009: laparoscopic ventral hernia repair with dualmesh plus. Laparoscopic lysis of adhesions which added a time element in complexity of the case of 75%. Implant: gore® dualmesh® plus biomaterial. On (B)(6) 2010: laparoscopic ventral hernia repair. Implant: gore® dualmesh® plus biomaterial. Implant preoperative complaints: on (B)(6) 2009: ¿referred for consult for incisional hernia, onset about 2 months ago when lifting tractor, painful and swelling mostly after activity. Presents with complaint of bulge increasing in size, diffuse pain abdominal wall.¿ ¿abdomen: multiple scars from previous surgery, soft, non-tender, non-distended, bowel sounds present. History: diverticulitis, arthritis, hernia, colon resection, colostomy reversal, right nephrectomy 2007, no tobacco, social alcohol use.¿ implant procedure: laparoscopic ventral hernia repair with dualmesh plus. Laparoscopic lysis of adhesions which added a time element in complexity of the case of 75%. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/06376671, 18cm x 24cm x 1mm thick]. Implant date: (B)(6) 2009. Description of hernia being treated: ¿at time of hemoperitoneum [sic], he was [sic] trocar with 30 degree laparoscope. ____ [sic] adhesions, we were able to place a left lower quadrant 5 mm trocar, take down these adhesions at the falciform ligament and a hernia defect at the superior portion of the wound where the patient's [sic] incision was and the adhesions with harmonic scalpel and sharp dissection when close to the bowel. We carried this circumferentially and down to the hernia defect area. Multiple hernia defects around the umbilicus. Once we totally freed the bowel from any adhesions, we inspected the bowel and there was no evidence of bowel injury and there is no large hematoma.¿ implant size and fixation: ¿we then proceeded to measure the mesh, cut an 18 x 24 cm piece of dualmesh to fit. Placed 4 stay sutures, rolled it, and placed it inside the abdominal cavity. We then used a suture passer to elevate the mesh at the predetermined suture sites. We then used the protacker circumferentially. We then added 3 additional sutures at different places including the ____ [sic] mm trocar site.¿ relevant medical information: on (B)(6) 2009: ¿follow up hernia repair. Pain improving, no nausea/vomiting, normal bowel movements, tolerating diet. Exam: abdomen; soft, non-tender, wound healing well.¿ on (B)(6) 2009: ¿pain improving, tolerating diet, has pain in right back and flank after kidney surgery. Exam: abdomen; wound healing well.¿ on (B)(6) 2010: ¿6 month follow up flank pain. Post-operative ventral hernia repair, pain improving, tolerating diet, complains of left periumbilical defect. Exam: abdomen; soft, non-tender, non-distended, bowel sounds present, scar from previous laparotomy, has weakness, cannot tell what is inside and if mesh covering defect. Will get CT scan.¿ on (B)(6) 2010: ¿follow up to CT abdomen/pelvis(B)(6) 2010. Impression: ventral/incisional hernia.¿ [record of CT performed on 6/10/10 not provided.] Revision preoperative complaints: on (B)(6) 2010: ¿post-operative ventral hernia repair, has small recurrence at left umbilical area. Exam: abdomen; hernia, ventral. Plan: laparoscopic ventral hernia repair.¿ revision procedure: laparoscopic ventral hernia repair. [Implant: gore® dualmesh® plus biomaterial (1dlmcp03/7110197, 10cm x 15cm x 1mm thick, oval] [no allegations related to this device] revision date: (B)(6) 2010 [hospitalization (B)(6) 2010] ¿... We made a skin incision on the left upper quadrant and veress needle inserted and 5-mm trocar and scope were placed. We then placed several other trocars, one in the left lower quadrant and one in the right lower quadrant. We took down some adhesions from the mesh, broke into the plane a pneudoperitoneum [sic], and along the tacks there was a very large amount of adhesions. We were careful to dissect the abdominal wall away from the bowel, and there was no bowel injury. Then we proceeded to [illegible] up the edge of the mesh that has retracted into the hernia sac on the left lower quadrant. We then fashioned a piece of mesh to cover this area and we used several stay sutures on the mesh to mesh part and then tacks all the way around. This adequately covered the hernia.¿ on (B)(6) 2010: discharge instructions: ¿activity as tolerated, avoid strenuous activities, no lifting. Follow up in 2 weeks.¿ relevant medical information: on (B)(6) 2010: ¿reason for appointment: establish new doctor, chronic pain, muscle pain. Presents with complaints of upper back pain for years, right sided, sharp, shooting, constant, worse with movement.¿ on (B)(6) 2011: ¿chronic pain management. Complains of etiology of chronic pain stomach surgeries. Assessment: surgical complications.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06376671. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).(B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: partial removal of mesh, mesh retracted, adhesions, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: medical center navicent health. John williams, IV, md. Operative report. Pre/postop diagnosis: ventral incisional hernia, multiple defects with adhesions. Procedure: laparoscopic ventral hernia repair with dualmesh plus. Laparoscopic lysis of adhesions which added a time element in complexity of the case of 75%. Estimated blood loss: minimal. Operation: ¿the patient was taken to the operating room after general anesthesia. Abdomen was prepped and draped. Appropriate time-out. The abdomen was clipped prior to prepping. Foley catheter was inserted and left _ [sic]. Once draped, we did a veress needle approach in the left upper quadrant. At time of hemoperitoneum, he was_ [sic] trocar with 30 degree laparoscope. [Sic] adhesions, we were able to place a left lower quadrant 5 mm trocar, take down these adhesions at the falciform ligament and a hernia defect at the superior portion of the wound where the patient's [sic] incision was and the adhesions with harmonic scalpel and sharp dissection when close to the bowel. We carried this circumferentially and down to the hernia defect area. Multiple hernia defects around the umbilicus. Once we totally freed the bowel from any adhesions, we inspected the bowel and there was no evidence of bowel injury and there is no large hematoma. We then proceeded to measure the mesh, cut an 18 x 24 cm piece of dualmesh to fit. Placed 4 stay sutures, rolled it, and placed it inside the abdominal cavity. We then used a suture passer to elevate the mesh at the predetermined suture sites. We then used the pro tacker circumferentially. We then added 3 additional sutures at different places including the __ [sic] cm trocar site. We then injected _ [sic] . We circumferentially closed the incisions and put appropriate dressings. The patient was awakened and taken to the recovery room in stable condition.¿ (B)(6) 2009: medical center of central georgia. Progress notes. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 06376671. Manufacturer: w.l. Gore & associates. (B)(6) 2009: medical center of central georgia. Intraoperative record. Implant description: dualmesh plus 18 cm x 24 cm. Quantity implanted: 1. Size: 18 cm x 24 cm. Lot number: 1dlmcp06. Catalog number: 1dlmcp06. Implant site: abdominal wall. Manufacturer: gore. Expiration date: 09/15/11. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/06376671) was implanted during the procedure. (B)(6) 2010: coliseum medical centers. John williams, IV, md. Operative report. Pre/postop diagnosis: recurrent ventral hernia. Procedure: laparoscopic ventral hernia repair. Estimated blood loss: minimal. Operation: ¿patient was taken to the operating room and after general anesthesia was given, he was prepped and draped. Appropriate timeout was done and we made a skin incision on the left upper quadrant and veress needle inserted and 5-mm trocar and scope were placed. We then placed several other trocars, one in the left lower quadrant and one in the right lower quadrant. We took down some adhesions from the mesh, broke into the plane a pneudoperitoneum [sic], and along the tacks there was a very large amount of adhesions. We were careful to dissect the abdominal wall away from the bowel, and there was no bowel injury. Then we proceeded to [illegible] up the edge of the mesh that has retraced into the hernia sac on the left lower quadrant. We then fashioned a piece of mesh to cover this area and we used several stay sutures on the mesh to mesh part and then tacks all the way around. This adequately covered the hernia. We then released the pneumoperitoneum and closed the fascia with 0 vicryl, skin with 4-0 vicryl and dermabond. Patient was awakened and taken to the recovery room in a stable condition.¿ (B)(6) 2010: coliseum health systems. Implant record. Implant/manufacturer: dualmesh gortex plus. Lot #/batch #: [illegible]11[illegible]197. Cat #/serial #: 1dlmcp03. Size/exp date: 10 cm/07/01/12. Qty/site: 1/abdomen left upper quadrant. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/[illegible]11[illegible]197) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2010: (B)(6) md. Office visit. Reason for appointment: establish new doctor, chronic pain, muscle pain. Presents with complaints of upper back pain for years right sided, sharp, shooting, constant, worse with movement. Onset: gradual; severity: moderate to severe; has had numerous abdominal surgeries and incisions that have led to a lot of pain and problems. Patient is a chiropractor and is constantly doing self-therapy to control pain but he is ¿tired of it¿ and wants something else done. History of renal cell cancer. Wt. 200, bmi 30.41. Assessment: back pain, spasms of muscle, surgical complication. Treatment: lortab and soma prescribed. On (B)(6) 2010: (B)(6) md. Office visit. Pain management; follow up. Would like a dose pack today. Assessment: back pain, chronic pain. Treatment: start prednisone. Patient wants no bloodwork or any other preventive measures like vaccines, colonoscopy or blood pressure control. On (B)(6) 2011: (B)(6) md. Office visit. Chronic pain management. Complains of etiology of chronic pain stomach surgeries. Assessment: surgical complications. Treatment: refilled soma and lortab. Start zipsor and ambien. Stop ibuprofen. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.